Manufacturer narrative:
Conclusions: the problem appears to have been in the connector or in the wires in the connector to the printed circuit cards. After assuring that the wires were into the connector and reseating the connector, the system operated as expected. This failure does not appear to be a failure mode that would be present in other systems. The signal provides no controlling function and is for reference only so this poses a very small risk to a pt. The failure was discovered while in the lab and was not on a patient. Systems undergo full checkout prior to use. This failure appears to be a one time failure and does not appear to be related to any defect in material or workmanship. Root cause may have been oxidation on the connector. The system was fully functional on site and the system was not returned to syncardia.

Event description:
This console was not on a pt. Customer reported that during routine console checkout, the pressure waveform exhibited signs of electrical signal noise and the console would not pass calibration check. Syncardia's vice president of clinical support, performed an eval on-site to verify the issue. The connectors to the motherboard were removed and reseated, and the electrical signal noise resolved. The problem was resolved and could not be duplicated. Reporter's failure investigation report is attached hereto. This alleged failure mode did not pose a risk to a patient because it occurred during routine console checkout and was not on a patient. In addition, this alleged failure mode observed on the monitoring computer does not negate the ability of the console to continue to perform its life-sustaining functions. Syncardia is closing this file.